Event description:
A customer contacted beckman coulter inc. (Bec) to report that the unicel dxc 600 pro synchron clinical system generated an erroneously high triglyceride (tg) result for one patient. The initial tg result was 785mg/dl. The sample was re-tested and repeated result of 239mg/dl was reported out of the laboratory. There was no effect to patient treatment; the incorrect tg result was not reported out of the laboratory.

Manufacturer narrative:
Quality control (qc) data was provided by the customer and reviewed by beckman coulter. Qc failed high >+2sd (standard deviation) after the patient event. No issues were noted with calibration or qc prior to the event this date. While troubleshooting with the call center, the customer noted a scratched sample mixer paddle. The call center sent replacement mixer paddles to the customer and field service engineer (fse) was dispatched to the customer site. The fse indicated he replaced the reagent mixer paddles and probes. The fse could not confirm the primary failure mode, but thought it was possibly due to the scratched mixer paddles. Failure mode of this event is unknown. Multiple parts were replaced; cartridge chemistries (cc) reagent mixer paddles, cc sample reagent paddles, and cc sample and reagent probes. Any of these parts could have caused the carryover problem noted.